Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 53 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. Product will be returned device for analysis.

Manufacturer narrative:
Insulin pump received with stripped battery cap coin slot noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).